Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the pressure and flow sensors were out of range. The pse determined component replacement was necessary. The gas delivery subsystem (gds) was replaced. The device was verified as operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting the proximal line sensor was out of range on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and remained out of service. A philips remote service engineer (rse) evaluated the issue with the customer and confirmed the device failed testing during preventative maintenance (pm) servicing. The customer requested onsite service.